Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10cl-us is available in the USA with a 510k number k190805. Evaluation summary: it was caused due to an excessive force applied on the cmos cable.

Event description:
The led light flickers even though it is switched off. It lights brighter during movement. A/w connector is loosened. This event occurred at the time of during inspection. There was no report of patient harm.